Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that upon removing the sensor, the sensor wire was missing. On (B)(6) 2016 patient had x-rays taken and the sensor wire was determined to be inside the skin. Patient was given an antibiotic cream. Additionally, patient had the sensor wire removed at the hospital. No additional event or patient information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received regarding the patient's visit to the hospital. The patient went to the hospital on (B)(6) 2016 to have the sensor removed. No further event or patient information is available.